Event description:
The facility reports the resident was lifted over the bed in the sling. The aid went to position the pt into the sitting position. She then used the handset to raise the lift. At this point, the sling detached from the hanger bar. The pt went backwards, hitting their head and suffering a cut. The aid applied pressure on the wound to stop the bleed and applied ice.